Event description:
Customer was hospitalized due to dka. Customer reported having severe chest pains with her high blood glucose levels. A set change was not made after experiencing high blood glucose levels. Customer was instructed when she was dischanged from the emergency room to make a follow-up appointment with a cardiologist for the chest pain, she experienced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time.